Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection and myocardial infarction are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the index procedure occurred on (B)(6) 2009. The target lesion was located in the mid right coronary artery (rca) and had a 85% stenosis. The target lesion was treated with pre-dilatation and a promus 2.5 x 28 mm stent was deployed, which resulted in a grade a dissection distal to the target lesion. The dissection was treated with placement of additional promus 2.50 x 12 mm stent with 0% residual stenosis. A non-target lesion, located in the mid svg to distal rca was treated with placement of a promus 3.50 x 15 mm stent during the index procedure. The site reported the patient experienced an inferior myocardial infarction (mi) post-procedure on (B)(6) 2009. Cardiac enzyme elevation was consistent with protocol definition of mi. No action was taken to treat this event. The patient was discharged on (B)(6) 2009 and was prescribed aspirin and clopidogrel. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
In using an affected test strip related to an on-going field action for abbott precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4).